Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that both conductor coils were fractured 170 mm from the terminal pin. Detailed analysis of the fracture site also determined bending of the lead body on the site. Analysis concluded that the clinical observations of high out of range pacing impedance measurements were likely caused by the confirmed fracture. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that both conductor coils were fractured 170 mm from the terminal pin. Detailed analysis of the fracture site also determined bending of the lead body on the site. Analysis concluded that the clinical observations of high out of range pacing impedance measurements were likely caused by the confirmed fracture. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements, due to this a lead safety switch was triggered. Furthermore, noise and oversensing were observed. Reprograming of the device and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported.